Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 59mm abdominal aortic aneurysm. It was reported that on a CT 4 years later, a type ia endoleak was observed with the proximal portion of the stent graft not apposed to the infra renal aorta. The aorta now measures 42mm with the graft implanted measured 36mm. As per the physician the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is being monitored

Manufacturer narrative:
Films review summary: the exact cause of the reported proximal type I endoleak could not be determined from the limited films provided. The anatomy at implant is unknown, and pre-implant & earlier post-implant films were not available for review. CT¿s from 43 months post-implant were returned. The films were low resolution (5mm slice) and non-contrast; therefore, the measurements were approximate, and no assessment of any endoleak or stent graft/vessel patency could be performed. The films revealed that an endurant stent graft system had been implanted in the patient, and confirmed that the bifurcate did not appear well opposed to the aortic neck. The proximal bifurcate od measured ~36mm, and the neck diameter at that same level measured ~ 43mm. The maximum diameter aaa measured 56mm. It is possible that disease progression (neck dilatation) may have led to the reported type ia endoleak. Although the films returned were non-contrast, it is likely that the confirmed lack of any proximal stent graft opposition to the neck would have resulted in a proximal type I endoleak. The neck was also calcified near the renals, and the maximum infrarenal neck angulation measured ~50 deg a-p, which also may have contributed to the endoleak. If information is provided in the future, a supplemental report will be issued.